Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ device exhibited a pad cable issue. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the 861290 (heartstart xl+ defibrillator/monitor) indicating a pad cable issue. The event was outside of use and there was no reported patient nor user harm. The device was evaluated onsite, finding that the paddle's cable had torn off. Visual inspection performed and functionality tested. The paddle assembly was replaced to resolve the issue. The device was returned to full functionality and returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.